Event description:
Npb received info of a ventilator dependent pt whose demise may be related to a clinical error. It is not alleged at this time that the lp 10 ventilator caused or contributed to the event.